Event description:
A healthcare professional reported that the fluid air exchange tubing was not functioning during a retina procedure. Follow up information was requested for this case. Follow up information was received; the user informed due to the fluid air exchange not functioning intra operatively, it was attempted to perform the re prime function a few times but was not successful. Therefore product was exchanged and the procedure was completed without consequences to the patient. A sample of the reported product was received and it is awaiting evaluation. No additional details are expected for this case.

Manufacturer narrative:
A sample was received and it is awaiting evaluation. H3 and h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).